Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2019 during a left femoral trochanteric fracture a proximal femoral nail antirotation (pfna) blade was applied. The surgeon attached an unknown impactor to a blade 90mm both in question, then unlocked the blade. At that time, an unusual sound (as if something broke) was heard. Then, the surgeon inserted the blade into the leg and tried to lock the blade. However, the blade could not be locked. The blade was removed from the leg. The surgeon had a hard time removing the blade from the unknown impactor. Then, another blade 95mm was implanted properly. The surgery was completed, but, with a 30 minute surgical delay. There was no adverse consequence to the patient reported. This report is for one (1) pfna-ii blade l90 tan. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Visual inspection: the received blade does not show any damage and was found in good condition. Several signs on the surface are indicating contact with the nail during insertion but does not reflect any damages which would have contributed to the reported problem. The pfna-ii blade was received in complete locked position. Functional test: a functional test was performed with a test impactor and did not show any abnormalities, the blade could be locked and unlocked without any difficulties as intended. The reported malfunction could not be replicated. Therefore this complaint is classified as not confirmed. Summary: our investigation has shown that no product related issue was identified, therefore the complaint condition for this device is rated as unconfirmed. A functional test was performed and did not show any abnormalities. The blade could be locked and unlocked without any difficulties. No malfunction could be detected. Finally, we conclude that the cause of failure is not due to any manufacturing non-conformance's. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected device history lot part: 04.027.053s lot: l536546 manufacturing site: (B)(4) supplier: (B)(4) release to warehouse date: 22.aug.2017 expiry date: 01.aug.2027 the device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.